Manufacturer narrative:
Concomitant medical products plc121400j/(B)(4), plc121000j/(B)(4), plc121200j/(B)(4), pla360400j/(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia, bowel ischemia, infection and death. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior to the endoprostheses implanted, bilateral internal iliac arteries were coil-embolized. Then, trunk-ipsilateral leg, contralateral leg and aortic extender components (rlt351418j/(B)(4), plc121400j/(B)(4), plc121000j/(B)(4), plc121200j/(B)(4) and pla360400j/(B)(4)) were all successfully deployed just below the lowest left renal artery. Final angiography was run, revealing no endoleaks and the patient tolerated the procedure. On (B)(6) 2018, the patient¿s creatine kinase (ck) value had increased to 800 iu/l. The baseline (pre-implant) ck value was not reported. On (B)(6) 2018, the patient¿s ck value had further increased up to 5000 iu/l. On (B)(6) 2018, the patient expired. Reportedly, the physician assumes that the patient developed sepsis and multiple organ failure due to bacterial translocation. Bowel ischemia could have caused or contributed to the bacterial translocation. A possible cause of the bowel ischemia was reportedly unknown, but the patient¿s abdominal aorta had been shaggy prior to the initial implant procedure, and embolism that occurred during the initial implant procedure could have caused or contributed to the bowel ischemia.